Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an audio anomaly. They did not hear beeps after adjusting the volume setting. The device did not pass troubleshooting. The customer¿s blood glucose during the incident was 54 mg/dl. No symptoms or treatments were mentioned in relation to the hypoglycemia. It is unknown if the auto mode feature was active and automatically adjusting insulin during the event. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. No pump error 63 alarm noted during testing or listed in pump history. (B)(4).

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
The case severity has been updated to serious injury as the customer had hypoglycemia of 54 mg/dl.